Event description:
During an inguinal hernia procedure, reportedly the suture broke. No additional info is available.

Manufacturer narrative:
2/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.